Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom tamper seal was broken; the bottom and right plunger case were cracked and a non-original equipment manufacturer battery was identified. Review of the event history log showed occurrences of "aux controller unit post," "control key switch bgnd test," "improper shutdown" and "pump motor drive phase b post" alarm messages. Functional testing involved powering up the device and inspecting all boards. It was found that the pump exhibited "control key switch bgnd test" at power up and the keypad keys became unresponsive. The pump also powered up and down randomly without pressing the power button, triggering a "pump motor drive phase b post" alarm. The investigation determined that corrosion on the main board due to fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. As device was beyond a year from the manufacture date and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited keyboard failure and motor phase issues. It is unknown if there was patient involvement, no adverse patient effects were reported.